Event description:
There was a suspected ins overdischarge. A physician mode recharge (pmr) was attempted today but was not able to get the ins out of overdischarge state. The overdischarge and non-compliance with charging has been consistent with the patient over time. There was no specific event but more of a series. The company representative was going to meet with the patient on (B)(6) 2013. The company representative reported on (B)(6) 2013 that the patient let the battery go empty multiple times. A pmr was unsuccessful. The patient experienced no stimulation and was meeting with a surgeon on (B)(6).

Manufacturer narrative:
(B)(4).